Event description:
When the package was opened, kink was noted on the tip of the smart control stent iliac (c06100sl). Consequently, the device was not clinically used. The device is available and will be returned for analysis. Analysis of the product revealed that the tip of the product was split.

Manufacturer narrative:
One non-sterile smart control self-expanding stents (ses) 6 x 80 mm was received for analysis. The ses had two kinks in its distal section. The brite tip was split. The stent remained mounted in its original position. The actual ses packaging was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The kinked ses reported by the customer was confirmed. This failure as well as the split brite tip already has been determined as packaging related. Action taken: an internal investigation has been opened to address this issue.